Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion. This report is number 2 of 2 MDR's filed for the same event (reference 3005739886-2016-0063 / 00063).

Event description:
During a procedure performed on (B)(6) 2016, the tip of two reform drivers with mechanical lock (hxx-39-0001) broke while implanting a reform pedicle screw, ha coated. The broken tips were able to be removed from the head of the screw and the procedure was completed utilizing additional drivers readily available. There was no delay to the procedure reported.

Manufacturer narrative:
The investigation concluded that the features found to be manufactured out of specification could have possibly contributed to the tip failure as it does not allow for proper load displacement away from the tip of the driver. If the secure shaft is not fully locked, the load remains entirely on the driver tip. A completely locked secure shaft allows for load sharing along the shaft of the driver. The non-conformances identified will be addressed with the supplier through the ncr process. Review of manufacturing history records found a total of 6 pieces of lot 00193up were released for distribution on 6/29/2016 with no deviation or anomalies. This lot was manufactured to revision b of the hxx-39-0001 assembly drawing. Two-year complaint history review found one previous report of this nature for the reported lot.